Event description:
In 2009, pt reported her blood glucose has been erratic since two months ago. She stated some of her readings are in excess of 500 mg/dl. Pt's normal blood glucose range is between 70-250 mg/dl. She reported sometimes she notices large air bubbles but primes the air bubbles out. Had pt disconnect from infusion site and perform a bolus of 2 units of insulin; insulin was being delivered correctly. Reviewed bolus history. Pt reported she uses u500 regular insulin. Advised to consult with her doctor about her readings. Advised to continue infusion device therapy and if erratic readings persist to switch to her backup infusion device for a few days to see if her readings become more regulated. On follow up call one week later, pt reported she has continued to use her primary infusion device and her readings have returned to normal. She states her readings now are only reaching the 300's mg/dl, which she states is normal for her. Pt reported she changed her vial of insulin and she believes the insulin may have been causing the elevated readings. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.